Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up, down and ok buttons were under responsive to user presses.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/09/2017 with the following findings: during investigation, all keypad buttons were responsive to user input. The keypad was opened to find no contaminants under the button contacts. The pump was opened to find no intermittent conditions on the keypad flex connector. Unrelated to the original complaint, the battery compartment was cracked from the threads to the case seal left of the grip pad.